Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was down and unable to issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a failed hard drive. The field service engineer (fse) attempted to replace all in one (aio) with a new hard drive but was unable to complete installation successfully. Further troubleshooting determined the aio itself was faulty. Temporarily installed the hard disk drive (hdd) from the old aio into the new aio to restore partial functionality. Additional replacement required. The system functioned as intended after the field service engineer (fse) resolved the issue.